Event description:
It was reported the patient is experiencing pain and discomfort at his scs ipg site. The patient stated there is pain when pressure is applied on his ipg regardless of the stimulation being on or off. The patient met with his physician and he was given an injection (solumedrol) and prescribed lidocaine patches.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.